Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and that the customer needed to press the button 2 to 3 times before the display illuminated. There was no reported adverse impact to the customer. Reportedly, the button became easier to press over time, and the customer indicated that no further assistance was required regarding the reported issue.